Manufacturer narrative:
(B)(4). Arjohuntleigh received information about the incident which occurred during maintenance activity performed by customer service technician. It was reported that the technician's hand was pierced by a screwdriver (the non-medical device) while dismounting a charging station in order to facilitate removing the maxi sky 2 ceiling lift to be move to the another bedroom. After this unfortunate incident, the technician visited to a clinic center specialized with hand injuries. Further information and type of treatment for hand injury were not enclosed, despite our best attempts. When reviewing similar reportable events registered in the last five years for maxi sky 2 and similar ceiling lifts, we have found limited number of cases where the service technician was not careful enough upon the service procedure to avoid the incident and the ceiling device played a passive role in the event occurrence. No trend is observed. Maxi sky 2 is ceiling lift designed to assist caregivers in hospitals, nursing homes or other assisted living centers to lifting patients with reduced mobility. The device is delivered with instruction for use (IFU, 001-15698) which informs that a service routine must be performed by qualified service personnel. If customers need more information, notice any changes in the performance of lift, want to report an unexpected event or need any help in setting up should contact with local arjohuntleigh agent. The agent can offer comprehensive support and service programs to maximize the long-term reliability, safety and value of the product. The device maintenance instructions included in the instruction for use (IFU, 001-15698 rev. 7) includes following information: "warning: safety related maintenance and authorized service must be carried out by qualified personnel, fully trained in servicing procedures by arjohuntleigh, and equipped with correct tools and proper documentation, including parts list and service manual. Failure to meet these requirements could result in personal injuries and/or unsafe equipment." Note, all procedures of verifying the ceiling lift (incl. Removing the lift from the rail) are described in maintenance and repair manual (001-15697). As per information gathered for this particular case, while customer technician (from customer staff) dismounting a charging station for maxi sky 2 ceiling lift, the technician's hand was pierced by a service tool (the non-medical device). This situation is considered to be unfortunate accident. There are also other factors that need to exist to cause this incident e.g.: lack of knowledge about a correct procedure of dismounting the ceiling lift and lack of carefulness. The re-training for the customer technician staff was performed on 10th july 2017 by arjohuntleigh representative to show the correct procedure of dismounting the ceiling lift. In summary, the situation where the technician's hand is pierced by a screwdriver (the non-medical device) is considered to be unfortunate accident. From our evaluation, the service technician was not careful enough to avoid this incident and the ceiling device played a passive role in the event. The device was not used for resident care at the time of the event and there was no failure or malfunction with the device. This complaint decided to be reportable due to reported adverse event (hand injury).

Event description:
Arjohuntleigh received information about the incident which occurred during maintenance activity performed by customer service technician. It was reported that the technician's hand was pierced by a screwdriver (the non-medical device) while dismounting a charging station in order to facilitate removing the maxi sky 2 ceiling lift to be move to the another bedroom. After this unfortunate incident, the technician visited to a clinic center specialized with hand injuries. Further information and type of treatment for hand injury were not enclosed, despite our best attempts.